Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. During the evaluation it was determined that the output was correct according to pace/defib engine software 1.01 with mcu 2.5 (196 joules +/- 15%). The device is working as expected. During testing, the pace/defib engine software was upgraded to 1.08, which increased the discharged joules specification to (230 joules +/- 15%). Therefore, this investigation will be processed as device meets specification. Analysis of reports of this type has not identified an increase in trend.